Manufacturer narrative:
No product was returned for investigation. Arrhythmia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that the patient has been experiencing short runs of ventricular tachycardia, all lasting less than five beats.